Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has received the usm for failure analysis; however, the failure analysis has not been completed. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, non-recoverable fault 319 occurred against universal surgical manipulator (usm) 4. The intuitive surgical, inc. (Isi) tech support engineer (tse) reviewed the system logs and found error 319 against usm 4. The tse informed the clinical sales rep (csr) reporting the issue that usm 4 needed service, and that the usm could be disabled for the procedure to be continued. The csr stated that the surgeon needed all four usms for the procedure. The surgeon was going to use a different patient side cart (psc) to continue the procedure. The procedure was converted to another da vinci system with no reports of patient injury.

Manufacturer narrative:
The isi field service engineer (fse) replaced the universal surgical manipulator (usm) to resolve the reported issue. The usm has been returned and evaluated by the failure analysis team and the reported failure was confirmed and replicated. The unit was tested on an in-house system in normal mode where it triggered an error 319. During testing the unit failed the fiber test due to the clock spring fiber and rolling loop fiber low values. It was also discovered that the rolling loop fiber was tangled. After installing a golden rolling loop fiber unit passed fiber retest. Replicated failure with original components.